Event description:
This unsolicited case from united states was received on 14-oct-2016 from the physician. This case concerns a female patient with unspecified age who received treatment with synvisc one and after unknown latency experienced right knee swelling, right knee pain, right knee erythema and warmth of right knee no relevant past drugs, medical history, concomitant medications and concurrent conditions were reported. On (B)(6) 2016, the patient received treatment with synvisc one injection, at a dose of 6 ml, once, with batch/lot number: 6rsl014 and expiration date: mar-2019 in the right knee for osteoarthritis. The patient was said to be admitted to the hospital to rule out sepsis of the same knee. It was reported that the patient remained in the hospital from (B)(6) 2016. On unknown date in 2016, after unknown latency, the patient was said to be experiencing swelling, pain, erythema and warmth of her right knee, post synvisc-one injection. Corrective treatment: not reported for all the events. Outcome: unknown for all the events. A pharmaceutical technical complaint (ptc) was initiated with global ptc number: (B)(4). The production and quality control documentation for lot #6rsl014 expiration date (03/2019) was reviewed. The investigation showed that the product met specifications. No associated non-conformances were noted. Based on the lot # batch record review and lot # frequency analysis for lot # 6rsl014 no CAPA was required. Sanofi global pharmacovigilance and epidemiology continuously monitored adverse event reports with or without lot numbers, and assessed possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. As of 21-oct-16, there are (B)(4) complaints on file for lot # 6rsl014: (B)(4) detached luer-lok hubs, (B)(4) adverse event report and (B)(4) particle in the syringe. Sanofi will continue to monitor complaints to determine if a CAPA is required. Seriousness criteria: hospitalization for all the events. Additional information was received on 21-oct-2016. Global ptc number and results were added. Expiration date of synvisc one was updated from 28-sep-2016 to mar-2019. Text was amended accordingly.

Event description:
This unsolicited case from united states was received on 14-oct-2016 from the physician. This case concerns a female patient with unspecified age who received treatment with synvisc one and after unknown latency experienced right knee swelling, right knee pain, right knee erythema and warmth of right knee no relevant past drugs, medical history, concomitant medications and concurrent conditions were reported. On (B)(6) 2016, the patient received treatment with synvisc one injection, at a dose of 6 ml, once, with batch/lot number: 6rsl014 and expiration date: 28-sep- 2016 in the right knee for osteoarthritis. The patient was said to be admitted to the hospital to rule out sepsis of the same knee. It was reported that the patient remained in the hospital from (B)(6) 2016 to (B)(6) 2016. On unknown date in 2016, after unknown latency, the patient was said to be experiencing swelling, pain, erythema and warmth of her right knee, post synvisc-one injection. Corrective treatment: not reported for all the events. Outcome: unknown for all the events. A pharmaceutical technical complaint (ptc) was initiated and results were pending for the same. Seriousness criteria: hospitalization for all the events.

Event description:
This unsolicited case from united states was received on 14-oct-2016 from the physician. This case concerns a (B)(6) female patient who received treatment with synvisc one and after unknown latency experienced right knee erythema, right knee swelling/knee became swollen, right knee pain/knee became painful and warmth of right knee/knee became warm. The patient's medical history included arthritis, asthma, hypothyroidism, paroxysmal atrial fibrillation, periodic limb movement disorder, primary osteoarthritis of both knees, restless leg syndrome. The patient had allergy to ciprofloxacin hydrochloride (ciprofloxacin) and lidocaine. The patient's concomitant medications included: levothyroxine sodium for thyroid, fluticasone propionate/salmeterol xinafoate (advair diskus), naproxen, oxycodone hydrochloride/paracetamol (acetaminophen w/oxycodone ) and montelukast (singulair). On (B)(6) 2016, the patient received treatment with synvisc one injection, at a dose of 6 ml, once, with batch/lot number: 6rsl014 and expiration date: mar-2019 in the right knee for osteoarthritis knee. On unknown date in 2016, after unknown latency, the patient was said to be experiencing swelling, pain, erythema and warmth of her right knee, post synvisc one injection. On (B)(6) 2016, the culture of knee was done which showed no growth. On (B)(6) 2016, the patient was admitted to the hospital for septic knee work. The patient was said to be admitted to the hospital to rule out sepsis of the same knee. The patient was treated with antihistamines and nsaids. On (B)(6) 2016, the patient was discharged. It was reported that knee swelling and pain were both related to use of synvisc one. Corrective treatment: not reported for right knee erythema; antihistamines and nsaids for right knee swelling/knee became swollen, right knee pain/knee became painful and warmth of right knee/knee became warm. Outcome: unknown for right knee erythema; not recovered for warmth of right knee/knee became warm, right knee pain/knee became painful and right knee swelling/knee became swollen. A pharmaceutical technical complaint (ptc) was initiated with global (B)(4). The production and quality control documentation for lot #6rsl014 expiration date (03/2019) was reviewed. The investigation showed that the product met specifications. No associated non-conformances were noted. Based on the lot # batch record review & lot # frequency analysis for lot # 6rsl014 no CAPA was required. Sanofi global pharmacovigilance and epidemiology continuously monitored adverse event reports with or without lot numbers, and assessed possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. As of 21-oct-2016, there are 4 complaints on file for lot # 6rsl014: (2) detached luer-lok hubs, (1) adverse event report and (1) particle in the syringe. Sanofi will continue to monitor complaints to determine if a CAPA is required. Seriousness criteria: hospitalization for all the events reporter causality: related for knee swelling/pain. Additional information was received on 21-oct-2016. Global ptc number and results were added. Expiration date of synvisc one was updated from 28-sep-2016 to mar-2019. Text was amended accordingly. Additional information was received on 16-nov-2016 from the physician. The patient's age was added. The patient's medical history, allergic history, concomitant medications were added. The suspect product indication was updated from osteoarthritis to osteoarthritis knee. The event term was updated from "right knee swelling" to "right knee swelling/knee became swollen", "right knee pain" to "right knee pain/knee became painful" and from "warmth of right knee" to "warmth of right knee/knee became warm". The laboratory detail of culture of knee was added. The corrective treatment (antihistamine and nsaids) for the events of right knee swelling/knee became swollen, right knee pain/knee became painful and warmth of right knee/knee became warm. The outcome of the events of right knee swelling/knee became swollen, right knee pain/knee became painful and warmth of right knee/knee became warm was updated from unknown to not recovered. Reporter causality was added. Clinical course updated and text was amended accordingly.